Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows that the one health care professional was trying to push the filter through the filter storage tube with the pusher catheter. The pusher wire was noted to be detached from the pusher catheter. Therefore, the investigation is inconclusive for the reported failure to advance as no objective evidence was provided for review. Also, the investigation is confirmed for the identified detachment as the pusher wire was noted to be detached. A definitive root cause for the reported advancement failure and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the outer sheath of the inferior vena cava filter was advanced to the lower margin of the renal vein. The filter system was then pushed into the outer sheath but could not be advanced beyond the midpoint of the sheath. The procedure was completed using another balloon. There was no reported patient injury.